Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Conclusion: reservoir does not leak.

Event description:
The customer reported under delivery via phone call. Customer blood glucose reading was 143 mg/dl. Customer treated with food. Customer states the most recent set change was: (B)(6) 2020. The insulin pump says it gives 1.5 unit insulin but it was not true. The insulin pump will not be returning for analysis.